Manufacturer narrative:
This ipg serial number was included in a field correction. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-01311. It was reported the patient complained her scs ipg was getting "hot". The patient stated she turns her stimulation off at times because the heat becomes uncomfortable. The patient also stated that charging with the stimulation on makes the sensation worse. A sjm representative met with the patient but a system diagnostics did not show any abnormalities. Follow-up identified surgical intervention is planned to address the issue.

Event description:
Device 1 of 2: reference MFR report: 1627487-2016-01311. Follow-up identified the patient had her scs ipg replaced with a non-rechargeable ipg. Additionally, the patient reported the heating at the ipg site has resovled.